Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient developed an infection. The pulse generator and the right ventricular lead were explanted and replaced successfully. No additional information was available.

Manufacturer narrative:
Correction - the patient was stable post procedure.

Event description:
The patient was stable post procedure.